Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The device presented the f-82 alarm during power on, which locked the device and did not allow it to operate. The cause of the condition was determined to be a damaged cpu board. The device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-82 alarm (no acknowledgment message from slave cpu for three communication trials). No additional information is available.